Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, following the removal of the 18 fr introducer she ath, vascular damage at the access site was observed. A stent was placed in the common iliac artery.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29, (serial: (B)(6) ); product type: 0195-heart valves; implant date (B)(6) 2024, product ID l-evolutfx-2329, (lot: 0012289396); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, following the removal of the 18 fr introducer she ath, vascular damage at the access site was observed. A stent was placed in the common iliac artery (cia). Additional information was received that the delivery catheter system access site and the injury were both the right femoral artery. The minimum diameter of the access site was 7 mm. The injury occurred at the end of the procedure. Per the physician, the cause of the injury was passage of the sheath and the patient's pre-existing poor vascular properties, including thrombus adhesion and dissection. Additionally, a dissection/thrombosis was observed in the right cia before valve implant, and a similar dissection/thrombosis was also observed after implant, therefore, the stent was placed.

Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.